Manufacturer narrative:
UDI: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clear fiber about ¼ of an inch long was identified in an intravia container after adding normal saline. The bag had been filled with saline using non-baxter system and IV set and then admixed with blincyto medication through the medication port. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was returned and an evaluation is complete. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection was performed and noted one colorless particle which was isolated onto a glass slide. Stereomicroscopic examination revealed the isolated material was a round with slightly yellowed feature in the middle. This is consistent with the port membrane. This could have been removed at the moment of inserting the spike. With the customer estimating that a larger diameter needle was used than directed, the cause of this condition is determined to be use error. Should additional relevant information become available, a supplemental report will be submitted.